Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) due to lack of cuff urethral coaptation, leading to a replacement procedure. Prior the surgery, physician attempted to troubleshoot the device, but the issues persisted. Inspection of the explanted identified when inflated there was a perforation in the cuff, causing fluid loss. All components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient was reported to have fully recovered.